Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed on the returned unit. The flow rates were found to be within the specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced an infusor that infused a chemotherapy agent quicker than expected. The infusor was being used to deliver a total volume of 230 ml of fluorouracil (50 mg/ml final concentration after addition of 5% dextrose as diluent). The intended rate of infusion was 5 ml/hr over a 46-hour (hr) time frame, however, the infusor delivered the chemotherapy medication at approximately 9.8 ml/hr delivering the medication 23.5 hours after the infusion was initiated. There was no visible defect noted. The flow restrictor was taped to the patient¿s skin and not in contact with a heating source. The flow restrictor was not placed at the same head height as the reservoir and was not placed lower then the reservoir. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.